Event description:
Etomidate 20 mg/10 ml vials from zydus pharmaceuticals USA, inc., from different areas of our hosp were discovered with the lids off and within the pocket of our pyxis machine. At first it appeared that someone had just removed the lid and then returned it to the pocket, but then this was discovered in other locations of the hosp. The lot numbers were different also. When pressure was applied to the vial top, the lid would actually remain on the vial with enough force to pick up the entire vial by the lid. This could lead to either non-sterile medication preparation. The MFR was notified and is to return my call for add'l info. Medication administered to or used by the pt: no. Pt counseling provided: unk. Relevant materials provided: image. Ismp, (B)(6).